Event description:
It was reported that when the device was used during a hemiorrhoidectomy procedure, the device fired malformed staples. Anastamosis was hand sutured where malformed staples were retrieved. Pt developed post bleeding and was returned to surgery. An incomplete staple line was identified. Hand suture was used to repair staple line. Pt experienced significant blood loss.